Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an issue with the pump's temperature. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/25/2015, device evaluation: the device has been returned and evaluated by product analysis on 09/10/2015 with the following findings: there were no unusual voltage fluctuations observed in the pump's black box history. The pump performed the prime steps with no alarms or warnings occurring. The pump's current draws were within specifications. There was no evidence of excessive pump heat found during testing.